Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Remove date; there is no expiration date.

Event description:
Country of complaint: (B)(6). It was reported that there were 2 screws fm921 breakage during operation. The shedding of the tip of the screw is left in the patient's skull. The tip of the nail can not be removed, which affects the postoperative imaging examination. All med watch submissions related to this report are: 9610612-2018-00300.